Event description:
It was reported that after an infusion set change, the user experienced persistent high blood glucose while the ilet was reportedly delivering insulin, with no visible kinks, air bubbles, or leaks, and with blood observed in the tubing; the user was using cartridge-driven infusion sets and was guided through another infusion site change. Symptoms included shaking and bloodshot eyes. Outcomes included troubleshooting and education with a plan for short-term follow-up to confirm glucose reduction. Investigation included remote troubleshooting and user-guided infusion site replacement. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a possible infusion site or line issue indicated by blood in the tubing despite no obvious mechanical anomalies. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.